Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, olympus could not confirm customer failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1: (B)(6).

Event description:
It was reported the colonovideoscope lens does not respond when the angulation knob is under up. This was found during reprocessing. There were no reports of patient involvement.